Event description:
It was reported that cgm displayed error message 42 when customer attempted to use g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error message did not recur, and successfully started sensor session; no additional information was received regarding the outcome of the event.